Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurse was able to add controlled med for the inactive patient which were not prescribed. A technical support specialist (tss) identified a a08 message on the med bank side and the a08 option was enabled, due to this reason the patients were admitted. The customer confirmed that the user wants to leave this option on and cleaned the patient list from the customer end. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank patients' information was showed incorrect. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.